Event description:
Inserted 20 gauge PICC line in axillary vein (43 cm). Verified on x-ray. Catheter did not flush. Blood return not achieved. Catheter removed. Two kinks at distal end of catheter found upon removal. Midline catheter placed.